Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three separate occlusion events with kinked cannulas on (B)(6) 2026 and (B)(6) 2026 with the insertion site at the abdomen and the blood glucose was high and was treated with a correction bolus via pump and one correction injection via multiple daily injection.